Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: she notice when injecting her self it was not going in smoothly and the insulin is piling up in the needle. It wont go underneath the skin easily. It causing a puffy and redness mark around the injection spot. Possibly a slant needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: she notice when injecting her self it was not going in smoothly and the insulin is piling up in the needle. It wont go underneath the skin easily. It causing a puffy and redness mark around the injection spot. Possibly a slant needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown h.4 device manufacture date: unknown e1. Address information was not able to be obtained, therefore, nj was used as a place holder.